Event description:
During the procedure, the hub of the dilator broke off in the technician's hand while the dilator was in the pt. The dilator was in the jugular, and the physician had to go into the femoral to remove the dilator. The procedure was completed. As reported by the facility rn: during insertion of a tunneled central venous catheter, access was made to right jugular vein. A catheter was tunneled from the right upper chest wall incision and then to the jugular site. When bringing the catheter up through the jugular site, with minimal effort, the dilator was held in place so it would not be dislodged. The hub became disconnected from the catheter portion and the catheter portion became a free foreign body fragment inside the pt with a portion still in the soft tissues, but unable to be grasped. Right femoral vein was accessed. An ensnare was used to engage the fragment and pull it out through a #8 french sheath. Original intended procedure was completed and the pt was returned to the nursing unit. No additional info was provided by reporter.

Manufacturer narrative:
(B) (4). No product was returned to assist in this investigation. However, this assembly is inspected, ensuring the hub is molded securely to tubing. A visual inspection is performed throughout the manufacturing process and prior to further processing. Complaint is confirmed based solely on customer statements of the event. Corrective action was previously issued for this failure mode at management discretion. We are continuing our monitoring of similar complaints. The supplier and appropriate company personnel have been notified of this event.